Manufacturer narrative:
Pt ID number unavailable from hospital. Sys eval not completed at time of this report.

Event description:
Hospital rep reported that in a spine surgery, she could see the reference frame but not the wireless tracker. They were able to manually adjust and proceed. The case continued without impact to the pt.